Event description:
The company was recently informed that the patient had a post mastoidectomy and tympanostomy tube placement after the implant surgery. These procedures were done to address patient's pain. By 2005, the patient was treated with clindamycin due to drainage. Daily wound care was helpful for a while. In 2005, the implant wound opened and the patient was treated with IV vancomycin for six weeks.

Manufacturer narrative:
Advanced bionics considers the investigation into this event as closed. The company was informed that the patient's device was later explanted as it was reported on referenced MDR. This is the final report.